Event description:
Duckbill valve sticks, valve is faulty, it stick, no death or serious injury performed.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4) to ventlab, llc. This report consists of 48 MDR's. Ventlab didn't perform investigation on the affected devices. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.